Event description:
The physician attempted arteriotomy closure with two (2) star close devices after a bilateral iliac balloon angioplasty. Fluroscopy results prior to closure found the vessels were "approriate to close." No difficulties during insertion, deployment or removal of the devices were reported an hemostasis was usccessfully achieved with both devices. However, later that night, the pt complained of pain in her right intimal flap was found to be blocking the right common femoral artery and it was rpeorted the starclose device was no visualized. The surgeon noted tthe pt had "very small arteries" and stated that he "would not use the device again on small vessels." The artery was repaired with a graft. It was reported the pt's left leg lost pulses about forty-eight (48) hours later and she suffered a major myocardial infarction (mi). It wa rpeorted, "the surgeon does not believe the mi was related to the starclose." The surgery did ninitially prolong the pt's hospital stay. She is reported to be "stable and recovering from mi." Although requested, no additional information was provided, the device was not returned and there was no lot information. We were not able to perform device inspection or device history records review in this case. We were not able to establish a root cause based on the available information